Event description:
There was no patient impact associated with this complaint. It was reported that the up and down arrow buttons and the okay button were unresponsive. There is no additional information available about this complaint. The complaint is being reported because the issue with unresponsive buttons could not be resolved at the time of the contact.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under the contrast key contact.